Event description:
It was reported that the user experienced a significant rise in blood glucose following an infusion set change, with an initial reading of 398 mg/dl and subsequent readings in the mid-300s before returning to range; tubing was primed with drops flowing, and the removed 23-inch, 6 mm cannula showed no blood or bending. Symptoms included hyperglycemia. Outcomes included transient elevated glucose that resolved after site replacement and monitoring. Investigation included user troubleshooting with infusion site replacement, tubing fill verification, and follow-up glucose checks. Investigation of this case revealed no observable set damage and no device malfunction was identified, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.